Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test and motor error alarm during basic occlusion test due to faulty fsr(gold). The device's motor passed motor test. The insulin pump was received with a scratched lcd window, cracked case display window corner, broken battery tube threads, broken reservoir tube lip, cracked reservoir tube, missing end cap sticker, and cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.